Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not e identified nor duplicated. However, the cine drive was formatted. The system was found to be operating as intended.

Event description:
The customer reported the system failed to save images and displayed a cine error. No report of pt injury.